Event description:
It has been reported to co that during the procedure the shaft of this device split, reportedly causing contrast to be sprayed. The device was removed and replaced. There is no report of patient injury. The device is being returned for co's analysis.